Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was non-malignant pain. The patient¿s representative reported that the patient's pump wasn't working. Per the caller, the pump did not seem to be giving the patient their medication, so it must have a kink or something. Per the caller, the issue had been going on for over a year and they were trying to find a doctor that was closer to the patient to do the replacement now that the patient had moved. The caller called again the next day regarding getting the pump checked. Per the caller, they were waiting for MRI results and the patient lived 4 hours away from their healthcare provider¿s office. The agent recommended that they consult with the patient¿s healthcare provider¿s office for next steps.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6) implanted: (B)(6) 2022, explanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 16-dec-2023, UDI#: (B)(4). H11 ¿ the manufacturer¿s device registration system indicates that a catheter revision occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting the pump was explanted.

Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6). Implanted: (B)(6) 2025: product type catheter product ID 8780 serial# (B)(6). Implanted: (B)(6) 2022: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider who reported that the pump segment of the catheter was obviously clogged and therefore replaced. Per the reporter, the catheter access port was also cleared.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that the pump was not working ever after the catheter revision. The patient stated that they pulled the same amount back of the medicine that was put in the pump and the pump was not relieving their pain. The relief was not going to their legs or back. The patient also stated that they no longer had a ptm (personal therapy manager) and that they had shut the pump down to where they couldn't use the device and they were taking orals now. Per the patient, they had an upcoming appointment in mid-august.